Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusions occurred. The customer's blood glucose level ranged from 360-451 mg/dl. Customer changed pump supplies to address the occlusions. Customer reverted to an alternate method of insulin therapy.